Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed and reproduced during product evaluation by baxter service personnel. The assignable cause of the reported problem was depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility reported a colleague infusion pump with a damaged battery issue. It is unknown in which care area this event occurred. This condition has the potential to cause an interruption of delivery. The process step was before use and there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.